Manufacturer narrative:
The device history records for the sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.the sam 500p passed ¿out qat from heartsine technologies on the 31st october 2019. Upon receipt the device could not be powered on and a flashing red status led was observed alongside a failure chirp, as per the reported fault. Multiple dents were observed on the upper and lower cases of the device, two igbts had bent out of position and several components had broken off the pcba. This would indicate the device had been subject to impact damage. The failure was traced to a short circuit to ground from the +3.3v line, which powers the microprocessor and is therefore critical to powering on the device. Due to the significant number of components routed to this line that may have been damaged by the impact, no further investigation into the failure mechanism shall be carried out. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped.

Event description:
Device is constantly beeping. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Device is constantly beeping. There was no patient involved in this event.